Manufacturer narrative:
Based on the claim against the product by the customer noting fragments fell from a tip up fenestrated grasper instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the instrument (part # 470347-11/ lot # k12230504-0048) associated with this event was performed. Per logs, the instrument was used on (B)(6) 2023 (that matches the event date of this complaint) and then again in a subsequent procedure on (B)(6) 2023. The instrument had 0 uses remaining after last use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sale representative (csr) informed the isi technical support engineer (tse) that they had a tip up fenestrated grasper instrument break in a case. There was no harm to the patient and all parts were removed. The customer proceeded with a backup instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.